Event description:
It was reported that on 12/11/2002 pt underwent an unspecified gynecological procedure and gynecare intergel was used. It was reported that the pt developed "pain, swelling and other unspecified injuries." No other details or info is given. Additional info (legal complaint) received on 6/21/2004 states that shortly following plaintiff's surgery, she developed "extreme pain, swelling, and other serious injuries." Update: additional info provided 9/2005 noted that according to the pt, the following is alleged to have occurred: constant pain after surgery, fatigue, allergic reactions, and scarring. Pt states she has sought, "fertility treatments, which did not work" and "cannot work full time."

Event description:
It was reported that in 12/02 pt underwent an unspecified abdominal surgery and gynecare intergel was used. It was reported that "unspecified injuries were experienced." Additional info received in 06/04 states that shortly following pt's surgery pt developed "extreme pain, swelling, and other serious injuries."